Event description:
The rn was preparing to draw labs and squeezed the heel warmer. The heel warmer exploded. The contents covered her shirt, pants and shoes. The contents did not make contact with the rn's skin. This facility has had several problems with this device type over the last month. Staff and patient were not harmed in this event.what was the original intended procedure?blood drawdevice #1is this a laboratory device or laboratory test?no